Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an under delivery anomaly and that their blood glucose levels would fluctuate. The insulin pump did deliver when the customer took out the vial of insulin but it caused the customer to have a low blood glucose reading of 61 mg/dl. The customer would then begin to get high blood glucose readings. The customer's blood glucose readings went from 130 mg/dl to 300 mg/dl. The insulin pump did not deliver during troubleshooting. The air bubbles inside the insulin pump's tubing would bend. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was tested with a liquid filled reservoir and no air bubble anomalies were noted. The pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history. No bolus delivery anomaly was noted. The pump passed the delivery accuracy test. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was received with a severely scratched display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.